Manufacturer narrative:
This report is filed may 13, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new cochlear device during the same surgery.